Event description:
Patient status post zero-p implantation (B)(6) 2011 level c6-7 below a prior fusion experienced pain and returned to facility. X-rays were taken on an unknown date and showed one screw was backing out. It was noted during implantation surgeon experienced a problem with the screw not seating properly. Surgeon did back out the screw and selected another screw for implantation. Surgeon is monitoring the patient and no revision is scheduled at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.